Event description:
Eccentric balloon port access case mitral valve repair. Following balloon inflation, satisfactory inflation pressure never achieved. Volume augmented with no impact on pressure.

Manufacturer narrative:
Customer report was confirmed. Soft and thin spot was observed from central area of the balloon prior to inflation test. Balloon inflated eccentric and had irregular shape due to expansion at the soft spot. However balloon did not show any leakage or any indication of rupture. Balloon was not fully inflated during testing to prevent rupture. Unit is sent to accellent for further evaluation. The balloon was aspirated then placed in the eccentricity fixture and inflated until a seal was created and the balloon would not move. The pin on the fixture is well within the cross hatched section which means the balloon is very eccentric. The device balloon was removed from the fixture and inflated with 35cc of air. The balloon is a kidney shape. This type of defect is commonly seen with devices that had been placed in the heart and sustained inflation for a prolonged period of time. The balloon takes a set to the part of the heart is was placed in. Water was introduced through all of the lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging and this condition was not present during that time.